Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery not charging was not confirmed or duplicated during the analysis of the returned controller. The log file downloaded from the returned controller also did not confirm any functional issues, as there were no active events related to the inability to charge internal backup battery captured within the log file data. The returned system controller (B)(6) was functionally tested with a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was operated in charge mode and was able fully charged the internal 11v backup battery ((B)(6)) with no problem. Based on evaluation results, the root cause of the report of inability to charge internal backup battery could not be conclusively determined. The analysis was unable to correlate the reported issue to the returned system controller. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on 14nov2017. Heartmate ii patient handbook section 2 "how your heart pump works" explains that the system controller automatically monitors and charges the its backup battery while it is connected to power, and that the backup battery charge status can be checked by pressing the display button five times to get to the backup battery status screen. This section also informs the user that the backup system controller also has a backup battery that needs to be periodically charged because the backup battery loses power when the controller is not connected to power. The backup system controller needs to be checked for readiness and charged once every six months. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook section 10 - ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate ii instructions for use section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook section 6 - ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that heartmate ii system controller appeared to not charge the backup battery. The controller was not on the patient at the time of the event.